Event description:
Livanova deutschland received a report that heater cooler 3t system heating function was not working properly during procedure. There was no patient impact.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in the united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.